Event description:
It was reported that during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg the stopper had a loose closure. The following information was provided by the initial reporter, translated from dutch to english: when pushing in the tube I felt that the rubber was not firm and therefore there was probably already air in the tube so there was no vacuum.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: (B)(6)2020. H6: investigation summary bd received 1 sample that was returned to the bd plymouth plant location. Photos of the sample were provided to the investigation site. Bd received one sample and 3 photos for investigation. The photos do show the customer¿s failure mode of ¿underfill¿. In addition, 10 retention samples were tested for a functional draw test with all samples performing as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has confirmed this complaint based on the 1 sample and photographic evidence provided, however, the defect was not able to be duplicated in the 10-production lot in-house retention samples. Based on the investigation performed, a root cause could not be determined. A complaint history was performed, and this complaint was the 1st complaint received for this material number and lot number and reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg the stopper had a loose closure. The following information was provided by the initial reporter, translated from dutch to english: when pushing in the tube I felt that the rubber was not firm and therefore there was probably already air in the tube so there was no vacuum.